Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the pre-existing scar tissue caused issues with lead placement which led to a 2nd lead revision. This was noted to be within 1 to 2 years after initial implant in 2010. Manufacture's record indicate only one lead was removed in 2012. Follow up has been conducted to obtain information regarding the revision, root cause and intervention/resolution for the event.

Event description:
Additional information received from the healthcare provider (hcp) reported that no lead revision/replacement took place between (B)(6) 2010 and (B)(6) 2016, but the hcp then stated one took place during this time. The hcp hadn't seen the consumer since (B)(6) 2014.